Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. She did not receive her expected pain reduction from her implantable neurostimulator (ins). The pt fell during the winter and broke the "screws" in her back. She stated an x-ray was taken and indicated a lead problem. The pt tried recharging her ins for several weeks and was unable to communicate with her pt programmer or recharger. She could not remember the last time she recharged her ins and an overdischarge was suspected. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.